Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effects of hemorrhage and dissection are listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and dissection are known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the slightly calcified right common femoral artery (rcfa)was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the device was advanced and pulsatile flow was obtained, the pulsatile flow then got weak; however, after manipulation [change of position] full flow resumed. The suture was placed, and the device was retracted. After suture [knot] advancement, the patient was still actively bleeding. The physician then performed another angiogram, and it was noted that a dissection occurred. The physician then gained contralateral access and went up and over to perform balloon angioplasty and ultimately place a non-abbott stent to treat the dissection and stop the bleeding. There was a clinically significant delay in the procedure since the procedure was delayed by two hours due to the bleeding and dissection. No additional information was provided.